Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was hospitalized for a few days. This patient coded with ventricular fibrillation (vf) and required an external shock. This s-ICD shocked this patient 9 times. This s-ICD and electrode were implanted approximately a month prior in which shock impedance measurements were normal and all vectors looked great. Now, this patients sodium, potassium and ph were chaotic. The qrs complex appeared wide and different. Oversensing and undersensing was observed during the shocks and the smart pass feature was found to have been disabled previously. Shock impedance measurements were less than 25 ohms. Technical services (ts) discussed that sodium, potassium and ph can affect morphology and that the impedance measurements could indicate an on take of fluid. This s-ICD and electrode remain in service. No adverse patient effects were reported.